Event description:
It was reported a patient experienced peritonitis manifested by vomiting and diarrhea coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized the same day for the event. The patient was treated with unknown antibiotics (routes, dose and frequency unknown). The patient was discharged five days later and recovered from the event. The cause of the peritonitis was unknown. No additional information is available. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot numbers h13c19116 and h13d17035 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. (B)(4).